Manufacturer narrative:
Product complaint# (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
The literature article entitled, "influence of rotatory malposition of femoral implant in failure of uni-compartimental medial knee prosthesis" written by m. Assor and j. M. Aubaniac published by orthopedic surgical review 2006, 92, 473-484 was reviewed. The article's purpose was to describe a method for measuring femoral implant rotation on the anteroposterior x-ray using an original geometric model. Data was compiled from 276 medial uka (utilizing depuy non-cemented uni goeland, non-depuy uncemented products and cemented non-depuy products). The products were implanted between 1988 to 1996. The article reports inserts were fixed into tibial trays. Cement manufacturer is unknown and article does not report of patella resurfacing. The article does not specify which products are related to specific adverse events, and the article does not provide adequate information to determine accurate quantities. Depuy products utilized: uni goeland (femoral, poly insert, tibial tray). Adverse events related to uncemented products noted as "failures": poly wear (no indication of intervention), loosening of tibial tray (no indication of intervention); mispositioning of tibial component (no indication of intervention), mispositioning of femoral component (no indication of intervention); reports of pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.